Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the lead tip and helix were intact and appeared undamaged and resistance testing determined the lead was electrically continuous.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a few days after its implant as confirmed via x-ray. A revision procedure was performed wherein the physician extracted and replaced the ra lead with an alternate. No additional adverse patient effects were reported.